Event description:
It was reported a patient underwent a laparoscopic proctectomy on (B)(6) 2026 and a drain was used. The product was inserted on (B)(6). The drain appears to have been severed inside the body when an x-ray was checked on (B)(6). The product was removed on (B)(6). Only about 7 cm of the tube was found when it was removed and an x-ray confirmed that about 30 cm of the tube remained inside the body. Currently, the patient is stable. There was no effect on the patient. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. It is reported that a jvac drain was inserted into the rectum, but how many centimeters inside the body was the drain secured? 8cm from the skin. If the drain was cut, it is reported that there was no drainage even when negative pressure was applied. How was the drainage checked and what was the situation?)(B)(6) operated 226ml pale bloody, (B)(6) 158ml pale bloody, (B)(6) 75ml pale bloody, (B)(6) 42ml pale bloody, (B)(6) 50ml pale bloody, (B)(6) no record, (B)(6) removed, (B)(6) ent. It is reported that the length of the tube removed on june 2nd was 7 cm based on this report. Could you please tell us the method for removing the remaining drain inside the body? The laparoscopic port was inserted and then removed by pulling it with grasping forceps. ¿ it was reported that there was no health problem on the patient. Will this event result in an extension of my hospital stay? => no ¿ whether or not there was a possibility of contact with a sharp object during drain placement in the surgery. =>confirmed by reviewing the surgical field camera recording; none found. Additional information provided: ·(correction to previous report) the doctor secured the product with nylon near the skin's surface, and then a nurse secured it with tape at a point 8 cm away. It is confirmed that there was no positional misalignment, using the 8cm mark as a reference point. ·there were no incidents of catching or other problems when patient got out of bed, at the bedside, or when using the toilet. Additional information has been requested and received. - did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? =>unk - if the drain piece(s) were retained, where are they located/in what structure?=>unk - if retained, are there plans for removal of any remaining fragments?=>unk - if so, could you please provide the scheduled date for the removal?=>unk - what is the current status of the patient?=>there have been no health problem for patient - could you please provide the lot number?=> - could you kindly perform and document the follow-up attempt for the product return? .=>the device will be shipped. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was a 2nd procedure or surgical intervention performed to remove the drain piece that broke off inside the patient? If yes, what was the date of the procedure. If yes, please detail what and how it was performed. Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Drain lot number? Please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.